Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via complaint form "physician introduced the needle down eus scope channel, as he was pushing the needle out from the handle physician mentioned it didn¿t feel as smooth as it normally does. Physician took needle catheter out of the scope channel and tried to test it to make sure needle was coming out. Needle did come out but it wouldn't go back in. There we noticed the needle was broken and there was also a kink on the needle catheter." Did any section of the device remain inside the patient¿s body? No. ·please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? Required opening another needle. · please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. For all complaints, ask: are images of the device or procedure available? N/a, yes, no. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no. Was the device used in a tortuous position? N/a, yes, no. Was puncture of the target site difficult? N/a, yes, no (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? N/a, yes, no. Was the device damaged on removal from packaging? N/a, yes, no. Was force required to remove the device? N/a, yes, no. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes, no. Was the scope recently serviced / repaired? N/a, yes, no. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no was difficulty experienced while retracting the needle? N/a, yes, no. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no. How many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient? N/a, yes, no. ¿ if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Additional questions: would you like an acknowledgement letter? No. Customer contact (name, title, phone, email)? (B)(6). Cirl additional questions: are images of the device or procedure available? N/a, yes, no if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end proximal end, close to where the needle and handle meet. Right below the sheath extender. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. Physician complained that when he wanted to expose the needle, the handle didn¿t feel as smooth as our needles normally feel. Also, when physician pulled the needle out of the scope channel and tested the needle to see if it would expose from the needle catheter, the needle came out but it would no longer retract back into the catheter. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: right below the sheath extender. Was gaining access to the target site difficult? N/a, yes, no. Was the device used in a tortuous position? N/a, yes, no unknown was puncture of the target site difficult? N/a, yes, no (pancreas, stomach, lungs etc.). Liver ; physician was never able to puncture the site because the needle wouldn¿t come out. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. N/a. Please describe the size of the intended target site. Unknown. If not with the device in question, how was the procedure performed and/or finished? Opened another procore needle. Was the device damaged in packaging prior to removal? N/a, yes, no. Was the device damaged on removal from packaging? N/a, yes, no. Was force required to remove the device? N/a, yes, no. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day? Opened another procore needle. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. Kink right below the sheath extender. What is the scope manufacturer and model number that was used? Olympus eus scope (gf-uct180). Was resistance felt while inserting the device through the scope? N/a, yes, no physician had to straighten out the scope. Was the scope recently serviced / repaired? N/a, yes, no unknown. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no, stylet was never removed. Was difficulty experienced while retracting the needle? N/a, yes, no when physician removed the product from the scope channel to make sure needle was coming out, needle would no longer retract. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no needle never came out while product was still inside patient and scope channel. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no possibly, since physician had to straighten out scope. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no. How many samples were obtained (passes completed) with this needle? None. Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Opened another procore needle. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no unknown. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation the ¿echo-hd-19-c¿ device of lot number c1810954 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Images of device were sent and are attached. Lab evaluation: n/a. Document review: prior to distribution ¿eho-hd-19-c¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ¿echo-hd-19-c¿ of lot number ¿c1810954¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1810954¿. The instructions for use, ifu0077-5 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-5). Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device potentially being used in a flexed or twisted position during the procedure as indicated in the additional information that the physician had to straighten out the scope. The user`s device handling technique could have contributed to the failure. The needle break could have resulted from excessive force which would have been applied when trying to get the needle in and out of the scope during advancement/ retraction. The needle break would have potentially caused pressure back up the needle catheter resulting in the kink which was observed at the same position the break was. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 25-may-2022.